Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that diagnostic data was not collected due to implant detect still on. The implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.